Manufacturer narrative:
The reported field event of set screw issue was confirmed. The device above elective replacement indicator (eri) was returned in one piece for analysis. The septum was slightly damaged, and the set screw had been removed from the header in the field. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During implant, it was found that the set screw of the new implantable cardioverter defibrillator (ICD) was too loosed and cannot be tightened. The ICD was not implanted and an alternate neat at hand was implanted instead on (B)(6) 2023. Patient condition was stable.